Event description:
According to the customer: this product is not working properly. The lines are getting air and the dialyzer as well. Some of the lines worked, but the employees noticed air in the lines, the dialyzer and some other both. A couple of the lines did not allow the machines to pass the test, and the teammates throw those away.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Thirty-two (32) unused sample in original package received to evaluate. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.